Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was hospitalized for an unknown product issue per the report of the physician. It was noted a dye and rotor study were performed. It was reported the roller study was normal and the dye study was not conclusive for the issue with the catheter. It was reported the patient symptoms were altered mental status, fever and increased spasticity. It was noted the patient went to the ER 2 weeks prior and was admitted to the hospital and later transferred to the neuro intensive care unit for suspected encephalitis. It was noted the patient had blood pressure changes. It was sated encephalitis was ruled out. It was noted the progression of symptoms was unclear, but it was currently apparent the patient had an anoxic brain injury. The pump was used to deliver baclofen. Additional information reported the patient was admitted on (B)(6) 2014. It was noted the patient had spasms, pain and hypertension. It was noted the pump was interrogated and there were no audible pump alarms. The pump was also used to deliver dilaudid. It was noted the patient was admitted to micu for monitoring of vital signs and ¿? Infection from decubitis ulcer¿ and then by (B)(6) 2014 had become hypotensive. It was noted by (B)(6) 2014, the patient was diagnosed with anoxic brain injury. It was noted the physician was unable to aspirate the catheter access port but dye was able to be injected easily during the dye study. It was noted the dye study showed no issues with the integrity of the system. It was noted the patient had increased creatine kinase levels. It was noted the intrathecal baclofen and dilaudid was decreased over several weeks in 10-15% increments and transition to oral baclofen. It was noted the pump was currently programmed at mini mum rate. It was noted the patient¿s spasticity was under control, and they were currently being monitor in the neuro ICU. It was noted the cause of the initial symptoms had not been determined. Additional information reported there was withdrawal from baclofen and the patient was now possibly 4 weeks post-withdrawal. It was noted the pump was being interrogated every day. It was reported the dye study was performed on (B)(6) 2014. It was reported the patient was currently not responding. It was reported there was a volume discrepancy and the actual residual volume was less than the expected residual volume. It was noted the actual residual volume was 0ml and the expected residual volume was 14ml. It was noted the health care provider (hcp) went to empty the pump and refill it with saline, but was unable to aspirate from the reservoir. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the error was "that at the last refill, the pump was filled but not updated correctly". It was reported they thought the reason there was no empty alarm was because, it was filled with 20 ml but was programmed as being filled with 40 ml". The volumes were not logged. The patient presented to the ER and the pump was completely empty. Volumes were not compared to "days later" and they did not write these down.

Event description:
Additional information reported there was saline in the pump currently, and the patient was in a skilled nursing facility. It was noted the withdrawal was due to a programming error where the incorrect reservoir volume was programmed to have more drug than what was actually placed in the reservoir. It was stated that when they did a dye study there was no darkening of the catheter and no visible dye.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10975r48, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).